Manufacturer narrative:
Upon intervention, calcifications in the upper right cava that did not allow for subclavian vein access, and the intervention was cancelled. The patient remains hospitalized and an assessment for subpectoral implant on the left side will be made. Approximately three weeks later, the intervention occurred. The leads were unable to be extracted, so they were surgically abandoned on the right side. Two new leads were implanted with the existing device on the patient's left side. Final testing resulted in solid measurements. The procedure completed without incident. As no further information concerning this report is currently available, this report is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement for normal battery depletion of an implantable cardiac defibrillator (t165; ICD), the new ICD (f143) implanted with the existing right ventricular (rv; 0158) lead displayed out of range (oor) shock impedance measurements, greater than 125ohms. Troubleshooting with the t165, the lead displayed normal shock impedance measurements. However, when reconnected to the f143, the shock impedance measurements remained oor in proximal coil configurations. Multiple configurations were attempted and the oor measurements were observed with the proximal coil and the f143. Several reconnections were taken measuring the terminal df-1 proximal and distal coils. A measurement of 83ohms with can-distal coil configuration. A lead integrity issue was not suspected due to the observation that the device-distal coil setting worked correctly in the f143, and the t165 provided correct measurements. It was decided to end the procedure, ultimately implanting the products. The patient was discharged and will be monitored by latitude. No additional adverse effects were reported. Subsequently, bsc technical services (ts) recommended a pocket reevaluation, connections, and/or x-ray to confirm secure connections and investigate any possible proximal coil damage. Approximately one week later, latitude recorded a high shock impedance measurement and issued a red alert. The alert was dispositioned and the patient returned two days later for a thorough evaluation. All vectors were tested, and again the shock impedance remained greater than 125ohms. Further can-distal and can-proximal testing with a inducted 6j shock registered 48ohms. However, post-shock value returned greater than 125 ohms. X-ray revealed an apparent discontinuity in the lead at the proximal coil. The physician decided to surgically intervene, and to abandon this lead in favor of a new one.